Event description:
When I left on friday, it started making alot of pulsating and caused a problem for me. It is pounding in my chest. I had a terrible weekend. I'm having a lot of problems and no one seems to care. I can't lay down and I have to sit leaning forward otherwise it starts pounding in my chest." Per dr pinski, the ra lead was reprogrammed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).